Event description:
Customer reported high blood glucose after set change. Customer continued to try correcting via pump. When customer corrected with syringe today, blood glucose were elevated for too long. Customer contacted md and went to emergency room. Customer was released from emergency room. Customer stated they told patient to change their set/site when they got home. Customer stated while rewinding. They received motor error alarm.